Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device:location of device : uterus'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('heavy and irregular bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 624497) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included pregnancy termination in 2005, epigastric pain, ovarian cyst and vaginal delivery. Concurrent conditions included hematuria. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of dyspareunia ("dyspareunia") and migraine ("migraines"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criterion medically significant), 2 years 4 months after insertion of essure (ess205). The patient was treated with surgery (laparoscopy with bilateral partial salpingectomy and removal of hysteroscopic sterilization implants). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of dyspareunia, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: insertion details:there were 2 coils protruding from the ostium on the right and 3 coils protruding on the left. No indication of perforation. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Model number changed from 305 to 205. Added event abnormal bleeding (vaginal, menorrhagia), abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration of essure device: location of device : uterus., nausea, depression, anxiety. Event onset date was updated. Updated outcome of event pelvic pain & abdominal pain from unknown to recovered/resolved. Medical history, concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device, location of device in uterus'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('heavy and irregular bleeding/genital abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 624497) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination in 2005, epigastric pain, ovarian cyst and multigravida. Concurrent conditions included hematuria. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury - depression") and anxiety ("psych injury - anxiety"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criterion medically significant), 2 years 4 months after insertion of essure (ess205). The patient was treated with surgery (laparoscopy with total hysterectomy and bilateral partial salpingectomy with removal of essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the migraine, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2007: insertion details:there were 2 coils protruding from the ostium on the right and 3 coils protruding on the left. No indication of perforation. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain,dysmenorrhea. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-07113) from which all information was transferred to this record (to record # (B)(4)). Then duplicate record # (B)(4) will be deleted. New: new address of reporter added. New lawyer reporter added. Historical test added: hysterosalpingogram was performed, result: essure device was successfully occluded (event "device monitoring procedure not performed" was removed.) Second episode of dyspareunia was removed (also in 2007). Treatment added: total hysterectomy. Outcome added for the bleeding events, device expulsion, dysmenorrhea and dyspareunia. Reported events depression and anxiety were amended with "psych injury". No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device, location of device in uterus'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('heavy and irregular bleeding/genital abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 624497) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination in 2005, epigastric pain, ovarian cyst and multigravida. Concurrent conditions included hematuria. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury - depression") and anxiety ("psych injury - anxiety"). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and nausea ("nausea"). On (B)(6)2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure (ess205). The patient was treated with surgery (laparoscopy with total hysterecomy and bilateral partial salpingectomy with removal of essure). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the migraine, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6)2007: insertion details:there were 2 coils protruding from the ostium on the right and 3 coils protruding on the left. No indication of perforation.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain,dysmenorrhea. Lot number: 624497 manufacture date: 2007-05 expiration date: 2009-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). The patient was treated with surgery (pelvic surgery in and around 2009). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.